Event description:
It was reported during the implant procedure that lead was attempted but not used due to unacceptable thresholds and a suspected helix problem. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection showed that the defib conductor fractured (over-stress) the distal conductor was distorted and there was also blood noted in the helix mechanism.